Event description:
Event description guidant received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD)was found in monitor only mode.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) was found in monitor only mode. The device was reprogrammed to monitor+therapy mode. The device was later explanted for normal battery depletion and returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.